Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted. The product code is unknown; therefore the 510k number is unknown.

Manufacturer narrative:
(B)(4). This report for the se 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
This is a case report received through baxter's after hours call service. A homepatient (hp)reported a 2240 alarm (air in set) while on the homechoice device during dwell 6 of 6. The patient was connected at the time of the alarm and at no point did the patient disconnect prior to the alarm. The hp did not notice any leaks prior to clearing the alarm and removing the set up. All bags were properly spiked and connected. No patient extension lines were used and nothing unusual was noted about the supplies. The hp had the alarm explained and was advised to use new supplies. No clinical consequences for the patient were reported. No sample is available for evaluation.